Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp). It was reported that the patient had undergone a pump revision surgery on (B)(6) 2017. The hcp had no further information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown brand of morphine with an unknown concentration at a dose of ¿1 m something¿. It was reported they suspected the pump was leaking due to an accumulation of fluid. The pump pocket area was ¿diffusely¿ swollen, t ender, and ¿an all-around hard time¿. The patient was also experiencing nausea and vomiting, but no pain per the patient. The symptoms and issues began approximately two days before the report per the patient. The hcp stated he suspected they might remove the pump. The hcp did not think it was an infection, but cultures and other testing were being done per the hcp. On (B)(6) 2017 was the last pump refill, and everything was fine at that time. There was no trauma or falls per the patient. The hcp stated the plan was to transfer the patient to the center that implanted the pump to further deal with the situation. No further patient complications were reported.